Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log file was performed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 517355 is performing outside of established design performance specifications. Quality data review: device history record (DHR) review was performed for alinity m sars-cov-2 amp kit (list 09n78-095) lot 517355 and its components. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 517355. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit, us eua (list 09n78-095) lot 517355. The complaint history review identified one (1) additional complaint related to the reported issue for alinity m sars-cov-2 amp kit, us eua (list 09n78-095) lot 517355, which is currently being independently investigated. Further investigation identified that this complaint is associated with a previously confirmed issue. According to the previously conducted investigation, an additional complaint history review determined that discrepant result (false positive) on patient samples has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, 139 complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met-the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will also be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214, 3005248192-2021-00145 follow up report 1, 3005248192-2021-00146 follow up report 1, 3005248192-2021-00155 follow up report 1, 3005248192-2021-00190 follow up report 1, 3005248192-2021-00148 follow up report 1, 3005248192-2021-00168 follow up report 1, 3005248192-2021-00136 follow up report 1, 3005248192-2021-00161 follow up report 1, 3005248192-2021-00175 follow up report 1, 3005248192-2021-00220 follow up report 1, 3005248192-2021-00160 follow up report 1, 3005248192-2021-00116 follow up report 1.

Manufacturer narrative:
Complaint will be elevated for investigation.

Event description:
Customer reported one false positive result generated on (B)(6) 2021 when running the alinity m sars cov-2 assay. According to the customer, the physician questioned the result because the patient didn't not show any symptoms. The sample was retested on (B)(6) 2021 on alinity m and roche liam generating negative results. The false positive result was reported outside the lab and the patient was advised to self-quarantine.